Event description:
It was reported that there was t-wave oversensing observed on the right ventricular lead via a remote monitoring transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was t-wave oversensing observed on the right ventricular lead via a remote monitoring transmission. The lead remains in use. It was further reported that the patient alert triggered and there was noise, oversensing, and a fracture on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.